Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, externally, the unit had damaged top cover, the unit was in a good condition internally, the unit passed all tests in accordance with original equipment manufacturer instructions, the unit was left on soak test for 3 working days and the touchscreen remained stable and the unit booted up correctly on each power up. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the visera elite ii video system center could not boot up, and 3 of the lights on the front panel were not working. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, and because the phenomenon was not reproduced during inspection, a specific root cause could not be identified. Though, according to the service manual, the following are probable causes of the phenomenon: " power cord is not properly connected. Power switch of the trolly / cart is not turned on. Malfunction of the main unity (faulty power supply unit." Olympus will continue to monitor field performance for this device.